Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were replaced due to being contaminated with dust and water.